Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine procedure, the atrial and right ventricular leads were unable to be disconnected from the set screw of the header of the device. The physician elected to break the header to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of difficulty to remove the set screws from the header of the device was confirmed. Analysis found calcified blood in both the atrial and ventricular setscrew insets. The calcified blood was preventing the wrench from engaging the insets of both setscrews necessary to untighten them. The blood most likely came through damage to the septums in the form of a hole punched through them. Electrical testing indicated that the device is at normal eri.